Manufacturer narrative:
Investigation of this incident included analysis of the system video display recording and the or surgical video. The system database and the system optical coherence tomography (oct) recording were not available for analysis. From the analysis of the system video display recording there were no anomalies found and all settings and parameters of the system were found to be within acceptable limits. Furthermore the system video display recording indicated the absence of, or minimal, eye movement during the laser treatment. The or surgical video showed that the surgeon did no use continuous curvilinear capsulorrhexis (ccc) surgical technique to extract the capsule disc. The catalys system performed as design; however the cause(s) of the anterior tear is unknown.

Event description:
It was reported that a patient who underwent anterior capsulotomy with the catalys system (system) subsequently experienced an anterior capsule tear that extended tot he posterior in the operating room (or) during the surgical procedure to remove a morgagnian cataract. An anterior vitrectomy was performed. No additional complication and/or medical intervention were reported. The surgeon reported that the patient was satisfied with the surgical outcome.